Event description:
It was reported that the patient experienced a loss of therapeutic effect suddenly in the last couple of days. There was no known accident or incident related to the loss of effect and the implantable neurostimulator (ins) was confirmed to be on. When the patient increased the amplitude of stimulation, the patient experienced a strong uncomfortable sensation in the rectum area. It was noted that it was not the usual stimulation sensation the patient had. The stimulation amplitude was decreased to a comfortable level. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v913868, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).